Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the catheter was crimped, not allowing morphine to reach spinal cord. A pump replacement surgery occurred (B)(6) 2014. The surgeon did not replace the catheter, just straightened it. The patient hoped the catheter doesn't crimp again within 7 years when the pump will have to be replaced, and noted that this was mishandled.

Event description:
Additional information received from the patient's family reported that patient had a history of catheter issues, one where the catheter that was twisted. No other information was given regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code is no longer applicable.

Event description:
Additional information received from a consumer reported the patient was concerned that the catheter was not replaced when their pump was replaced in (B)(6) 2014. The catheter was tangled beneath the pump.

Event description:
Prior to the routine pump replacement procedure, a test was done on the catheter and the patient was told that there was something wrong with the catheter and it needed to be replaced. The patient consented for a new catheter. During the surgery, the surgeon wrote in the surgery notes that the catheter was severely kinked. The surgeon was able to unkink the catheter, so they didn¿t replace the catheter. The patient was uncomfortable knowing that the surgeon left the old catheter in him. Per the patient, with regards to his pain level, things were ¿under control¿ before the pump replacement. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.